Event description:
It was reported that a 6f angio-seal was deployed in a patient. There was no documentation in the patient's surgical report that visualization of the artery had been performed prior to deployment of the device. During discharge from the hospital the next day, the patient reported "feeling something pop" when the pt stood up to transfer to the wheelchair; however, the pt was released from the hospital. The next day the patient presented in the ER complaining of right groin pain. Two days later, the pt underwent an evacuation of a hematoma from the right groin. The pt was recovering.